Event description:
The customer reported via phone call that they received a lost sensor alert. The customer also reported that the insulin pump may not have been communicating with the transmitter properly. The customer was advised that the insulin pump would be replaced. During a follow up call, the customer reported having a blood glucose level of 500 mg/dl earlier that morning.

Manufacturer narrative:
The insulin pump alarmed a64 during self test and had lost sensor alarm due to faulty electrical component on the radio frequency board. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.